Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the module and found the rinse tubing in rinse mechanism 1 damaged and cuvette rinse water on top of the cuvettes. He then replaced the rinse tubing and checked the rinse assembly adjustments and water volumes. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from six patient samples tested on the cobas 8000 cobas c 701 module. The initial results were reported outside of the laboratory. The reporter stated that the qc became out of range prompting the rerun of the previously reported patient samples on their two other unspecified analyzers. The reporter was able to provide two examples of questionable results: sample 1: the initial result from the module was 7.7 mg/dl with a data flag "l". The repeat result from the other analyzer was 9.7 mg/dl. Sample 2: the initial result from the module was 7.6 mg/dl with a data flag "l". The repeat result from the other analyzer was 9.6 mg/dl. The repeat results were deemed correct.